Manufacturer narrative:
This report is filed on april 29, 2019.

Manufacturer narrative:
This report is submitted on march 06, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic the patient experienced dislodged magnet during an MRI (tesla unknown); however, the clinician did not follow the manufacturer's instructions for use of MRI. Subsequently the device was explanted on (B)(6) 2019, there are no plans to re-implant the patient with a new device as of the date of this report.